Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading at the time of the phone call was 166 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's nurse stated that the customer did not demonstrate sufficient knowledge of the insulin pump. It was advised that a trainer would contact the customer for follow up. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge